Event description:
Philips received a complaint on the dfm100 indicating that the device reboot accidentally. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem was use error, external paddle connection was loose. The issue was resolved by re-installing the external paddle. A review of the service history for this device shows that the problem has not been reported again for this device. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6) hospital. Phone number: (B)(6).